Event description:
Blood glucose measured 176 mg/dl back to back with a result of 85 mg/dl performed within 4 minutes of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.